Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic in backup vvi mode. The patient's presenting rhythm was 67.5 ppm vvi paced. Due to the pulse generator approaching elective replacement indicator (eri), the device was explanted and replaced.